Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx upn: m365sc2317700 model: sc-2317-70..\ serial: (B)(6). Batch: 5060630. Brand name: infinion cx upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5139047.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) wound had opened, and the patient felt unwell. The patient presented to the hospital and the physician glued it back together. A few days later the patient experienced redness around the ipg site, and a line of redness ran up her back along the location of the scs leads. The patient was admitted to the hospital and administered intravenous (IV) cephazolin. The physician assessed that she had a severely infected seroma with travelling cellulitis, and the following day the entire system was explanted. A culture was taken which confirmed staphylococcus lugdunensis. The patient has been discharged from the hospital and the infection is resolving. The explanted devices will not be returned as they were discarded.